Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128, (lot: va2m04p); product type: 0200-lead; implant date ; explant date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they are "fairly new because it's been adjusted and now I've had a revision on my interstim" and called regarding questions on dates listed on "strips".  Agent did not ask about the circumstances that led to the reported issue. Agent was unable to clarify pt's statement regarding that they've "had a revision" due to call disconnecting. Call was disconnected multiple times as caller stated they were driving at time of the call. Agent attempted to call pt back but was unable to reach pt. Left voicemail for pt to call back if still needing assistance. Pt called back repeating information previously reported in this case. Pt reported they had a revision not too long ago on (B)(6). Pt stated their device is a year old because their original implant was on (B)(6) 2022 and inquired due to this when they may need to update the handset and communicator. Pt then stated they are "pretty insecure about this whole treatment".  Pt reported after the revision they cannot find a good program yet and it's frustrating. Pt stated "it's been uphill with treatment not being so good". Agent asked for event date pt stated "it's doing the right thing as far as where I feel the stimulation" and stated that was the reason why they had the revision was because "I wasn't feeling it in the right place" (agent unable to hear what else pt said at this point in the call). Pt stated once they had revision they were hopeful but reported "it's still not doing anything" and stated they have changed programs. Pt stated they did not want to call the clinician that helped pt before because pt stated they think they need to give more time to test it. Pt stated they were put on custom programs last time and they may need to do that again. Reviewed role of patient services and redirected pt to their managing physician to discuss therapy. Pt stated when they call their managing physician they are usually referred to the "clinician". Pt stated it is not really their managing physician that does any therapy adjustments. Reviewed CT guidelines with pt per pt's request. Patient was redirected to their managing healthcare provider to address the issue. Please note, agent had a difficult time following pt throughout call when trying to collect event date and made best attempt to document all relevant event information. Due to the nature of the call, agent focused on pt's reason for call regarding update questions as noted above.